Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient was a male. The target lesion was the mid left anterior descending (lad). The lesion was a de novo lesion. The vessel was slightly calcified but not tortuous. There was a 95% stenosis. A 2.5x 18mm cypher stent (lot i0107089) was delivered to the target lesion. While delivering the cypher, the stent delivery system (sds) would not cross the lesion. Therefore, the physician decided to retrieve the sds into the guide catheter (gc), but it could not be retrieved so the entire system with the sds was retrieved from the patient. The physician found the stent to be flared. There was no reported patient injury.